Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6)2023, it was reported by a sales representative via sems that an ar-7800 cerclage tensioner broke. This was discovered during a case with no patient effect.

Manufacturer narrative:
Complaint is not confirmed. Visual evaluation no broken parts were noted on the device. It was noted that there were dents around the edges of the device and a depth mark around the distal end of the shaft. Function test was performed, and the device works as required. No problem found.